Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an appendectomy procedure, the surgeon reported that the stapler cut but did not staple. The doctor sutured the stapler's cut line. There was no damage to the patient.